Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support stating the ilet pump was causing low glucose, with both bgm and cgm showing 69 mg/dl, and described difficulty increasing glucose despite ingestion of crackers, peanut butter, and later soda; the case was classified as hypoglycemia with unclear cause, and troubleshooting and education were provided with referral for additional review. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included user concern about recurrence and need for additional clinical assessment. Investigation included review of available device data and user report with troubleshooting conducted and escalation for clinical evaluation. Investigation of this case revealed no definitive device malfunction and an undetermined cause of the hypoglycemic episode. It was concluded that the cause of the reported hypoglycemia was inconclusive based on available information, and additional clinical follow-up was recommended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.